Manufacturer narrative:
D4 :unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the user was unable to access pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to access pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to access pyxis. A technical support specialist (tss) dialed into the server and confirming that the user account was active and not locked via graphical user interface (gui) and the database. A "login activity" report showed all login attempts had failed. Further checks on the station logs revealed an "invalid credential" error. The customer was informed via email with possible resolution steps. After rechecking the server, the account remained active, and a follow-up "login activity" report confirmed the user was able to log in successfully and case was closed. The system functioned as intended after the technical support specialist troubleshot the device.